Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to continue troubleshooting choosing to manage the occlusion independently, therefore no additional information was obtained.